Manufacturer narrative:
(B)(6) 2018. (B)(6) 2018. (B)(4). During preventive maintenance the service technician found that touch screen was unresponsive. The unit was not in use at the time of the reported event. The service technician replaced the touch screen to address the reported problem. No parts were returned for failure investigation, therefore the root cause at the component level could not be determined.

Event description:
During preventive maintenance the service technician found that touch screen was unresponsive. The unit was not in use at the time of the reported event. No date specified; used estimate.

Manufacturer narrative:
Date of report: 21dec2018. Date of manufacturer: 08nov2018. Follow-up root cause: failure analysis on the returned touch screen shows that the customer complaint of ¿touch screen broken¿ was confirmed. The touch screen glass was broken.